Event description:
It was reported that the implantable neurostimulator (ins) was explanted due to a loss of stimulation/efficacy and the ability to communicate. It was stated that the patient underwent a full hip replacement by and diathermy was used. The patient¿s colorectal surgeon thought that mono-polar diathermy at high levels was used. Impedance testing was performed, the result was not reported. The lead was partially explanted and it was possible that the electrodes remained in situ. The ins was reportedly replaced in (B)(6) 2013 on the opposite side. The patient was now receiving positive outcomes. The patient¿s status at the time of the event was said to be alive and no injury. The patient experienced less than 50% therapy relief and a return of fecal incontinence. It was noted that the devices were lost and not returned.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, serial# unknown, product type: lead. (B)(4).